Event description:
Rn of home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt. Per rn, there was no patient injury or medical intervention as aresult of incident.